Event description:
It was reported that there were alerts recorded with time stamps prior to implant date. A save to disk or remote transmission was requested for review. The device remains in use and follow up with technical services is planned for the time stamp issue. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.